Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they charge implanted neurostimulator it will say excellent quality but implantable neurostimulator (ins) won't charge and if they move the rtm (recharger telemetry module) away from their implant it acts like its still there and charging. They said this started happening "since the beginning". Patient says they talked to representative yesterday or the day before about this and was told to call pats (patient and technical services). They said they are working with rep because they are having pain issues and the stimulator isn't going down one of their legs, so they talked about this with representative. Pt (patient) says the recharger gets a little warm when charging but says its not uncomfortable. Controller port "looks like a black usb port". The issue was not resolved. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger analysis of the [recharger], model [97755-s], s/n (B)(6) found complaint unverified - found no issues with finding or charging. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.